Event description:
It was reported that the customer was hospitalized for non diabetes illness, but while in the hospital, she developed high blood. Customer blood glucose reading while in the hospital was 286 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. Unable to perform the occlusion test, due to button error alarm. Keypad overlay had week adhesive bond at all locations.